Manufacturer narrative:
This report is being filed to provide additional information as well as to correct the following fields from the previous submitted report. Corrected fields: e1: initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter zip/post code, initial reporter phone and initial reporter fax..

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that device replacement will be scheduled for a future date, however, no procedure has been scheduled at this time. If information is provided in the future, a supplemental report will be issued. It was reported that this pacemaker reached elective replacement indicator (eri). Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that device replacement will be scheduled for a future date, however, no procedure has been scheduled at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to provide additional information as well as to correct the following fields from the previous submitted report.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.